Event description:
It was reported that, ten days prior to report, the patient had a spinal fusion. It was believed that the catheter had inadvertently been cut on that date because there had been trouble managing the patient¿s tone since then. On (B)(6), a catheter access port (cap) aspiration was attempted and they could not get cerebrospinal fluid (csf) back flow. The second part of the spinal fusion had to be done on the day of report because the patient was having blood pressure issues during the first part of the procedure. When opening up the patient¿s back, it was determined that the catheter had been cut. The doctor called in a neurosurgeon that saw csf backflow coming from the end of the spinal segment where it was cut. 24mm was cut off from the existing catheter and then the spinal and pump segments were hooked back together. As the length of the catheter and the amount of drug that had been cleared was unknown, there was a risk of blousing the patient. It was indicated that, based on the daily drug dose, even if the catheter had no drug in it, the patient would receive therapy in less than a day. The physician was going to consult with a colleague on the starting dose. He would also consult the colleague on maybe doing a cap aspiration to clear the whole catheter, since it had not previously been done, and then re-prime the full catheter volume. At the time of report, the patient was being managed in the intensive-care unit and would continue to be monitored. The device system was used to deliver gablofen.

Event description:
Additional information was received. It was reported that the issue was located at the proximal catheter approximately 1.5cm from the straight connector pin attachment. At the time of report, the patient was doing well and the rate had been set at 235mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).